Event description:
It was reported, that the patient presented to the hospital for a scheduled procedure. Prior to procedure, the right atrial (ra) lead was found to have exhibited oversensing noise. Resulting, in inappropriate automated mode switch (ams) episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.